Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Caller indicated that the patient and their daughter reported they didn't think the device was working as well as before. It was reported that the caller was not trained in the therapy. There was no known activity or event that prompted the issue. Caller indicated that the patient reported their therapy had not been working for a while. It was reviewed that the patient should follow-up with the managing healthcare provider to have the system looked at, especially if it had been awhile. It was reviewed to confirm whether stimulation was on and the patient could increase stimulation or try a new program if available. It was reported it was not working with no further details provided. Caller stated they would not have further information in the future. No further complications were reported or anticipated.